Event description:
Customer reported an over infusion of insulin. A 100ml bag with 100 units/100ml was programmed in the critical care profile to infuse at 6 units/hour but the bag was found empty 2 hours later. The customer did not provide any add¿l patient or event details.

Manufacturer narrative:
(B)(4). Device not received, log review only. The customer has requested an event log review. The event logs and data set have been received and the eval is pending. A follow up report will be submitted with failure investigation results once the eval has been completed.